Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken/abused lcd screen.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer in order to fix the issue replaced lcd top display assembly, labels to resolve issue. Preformed unit checkout. Unit passed all functional and safety tests. Cleared for clinical use.

Event description:
N/a